Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) complained of a hard pump and deflation during attempted use. The patient stated that he suspects a mechanical issue of the pump. No surgical intervention has been reported, and no additional information was provided.